Event description:
It was reported that interrogating the atrial lead was difficult. There was an odd under sensed atrial beat noticed. Programming changes were recommended. The patient was stable. The lead remains implanted. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.